Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the up button on the patient's infusion device was not functioning and the soft components of the up and down buttons were torn. No adverse event was reported. The infusion device was requested to be returned for product evaluation.